Event description:
The patient was admitted to hospital, under CPR, intubated and ventilated in the intensive care unit with suspected hypoxic brain damage. The ICD interrogation showed eos on (B)(6) 2026. The last follow-up appointment was on (B)(6) 2025. Three days later, the patient presented at the hospital after shock therapy following ventricular fibrillation. At that time, there were no indications of problems with the device. The patient missed a subsequent ablation appointment. The hospital could not replace or remove the device for ethical reasons, due to patients state.

Manufacturer narrative:
Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.